Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant and bridge were placed in ada site 2 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 1 month after the dental implant and bridge were placed in ada site 2 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed. The lot number informed by the dentist does not correspond to the received item. Therefore, the lot number was not considered.

Event description:
The clinician reported that over 1 month after the dental implant and bridge were placed in ada site 2 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).